Manufacturer narrative:
Section d6a: if implanted, give date: not applicable as this is not an implantable device.  Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the pre-loaded dib00 intraocular lens (iol) haptic was broken when attempting to insert into the eye. Both the inserter and lens touched eye. There were no patient injury and no medical or surgical interventions required. Physician used another iol of same model and diopter to complete the procedure. The product is being returned. No further information was provided.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 03-aug -2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: product evaluation was performed under magnification. The complaint lens was received cut into pieces with one piece containing a haptic. There were missing pieces of the lens which included the piece that contained the other haptic. The remaining haptic was dimensionally inspected and, was within specification. The complaint handpiece was received with the plunger rod fully advanced. The plunger rod tip was observed to be damaged consistent with excessive force used during insertion. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.